Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that during an implant procedure, the lead threshold was elevated. The lead was repositioned numerous times and the threshold was still unacceptable. Finally, the physician gave up trying to implant the lead and the operation was cancelled. No patient complications have been reported as a result of this event.